Manufacturer narrative:
(B)(4). The device involved in the event was not returned for evaluation after the event occurred. This MDR was initiated as part of a CAPA-driven remediation effort related to filing of MDR's for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of an event which occurred in (B)(6) stating during a procedure, a ring shaped object came out of the channel along with the forceps, as the forceps were being removed from the channel. No adverse events occurred to the patient or user. The facility returned the ring shaped object to pentax medical for evaluation. The object was evaluated and determined to be silicone. The investigation performed by pentax medical determined excessive silicon was applied during the previous repair performed on the gastroscope. The pentax repair personnel were made aware of the investigation findings to prevent future occurrences. The device involved in the event (pentax model eg-1690k/serial (B)(4)) was not returned for evaluation after the event occurred.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 26-oct-2016, a device history review was performed confirming the endoscope was manufactured under normal conditions. Nonconformance was found during in-process inspection (defective operation of the button) and during final inspection (water leak). The device was reworked, passed all required inspections, and was released accordingly. There were no concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax considers this medwatch report closed.